Event description:
It was reported that during follow-up of an asymptomatic patient, a single instance of high impedance was observed. It was noted that the patient had undergone an unrelated procedure on that day. All other impedance measurements were normal. The patient would continue to be monitored.